Event description:
An electronic report was received from a hemodialysis user facility. The facility has reported that the saline line separated from the blood tubing after the treatment had started. The facility has been contacted where it has been learned that at the start of dialysis, the saline line separated from the arterial line. The line was clamped right away. The rn reported no blood loss. Once the event was detected, a new arterial line was set up on the dialysis machine and the prescribed treatment was able to be completed without further incidence. There is no report of injury or ill effect. A sample has been saved for an eval. The pt was discharged to home when the treatment was completed.

Manufacturer narrative:
Device history lot review: no indication of the reported defect was found during the DHR review. Lot meets all released criteria. Sample analysis: we received a arterial line without the original packaging. During visual analysis, we could detect a separation at saline tubing to "t" connector. No solvent on tubing. Conclusion: the complaint is confirmed, corrective action: the root cause could be attributed to insufficient amount of solvent used during the bonding operation. Fmc reynosa has designated resources, standardizing the bushing from 1/4 to 3/8 inch. Description of the change for this new configuration is documented. Fmc reynosa will continue to monitor occurrences, and to implement changes in order to eliminate this failure mode.